Manufacturer narrative:
The technician replaced the latch shoulder bolt to repair the bed.

Event description:
Info rec'd indicates the right siderail is not latching due to a missing latch shoulder bolt.